Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the device underwent a thorough analysis. The cylinders were visually inspected and leak tested. Both cylinders had wear at folds in body of the cylinder. Cylinder one did not pass leak testing. The pump was microscopically examined, and it was observed the pump spring was misaligned. The pump did not pass deflation testing. Analysis confirmed the reported clinical observation of device inflation issues and a cylinder hole.

Event description:
It was reported that this inflatable penile prosthesis was not inflating. A small tear was discovered in the base of the cylinder. The device was explanted and replaced. No patient complications were reported.

Event description:
It was reported that this inflatable penile prosthesis was not inflating. A small tear was discovered in the base of the cylinder. The device was explanted and replaced. No patient complications were reported.